Event description:
It was reported that the artificial urinary sphincter (aus) balloon was explanted due to unspecified reasons. A new 61-70 cm h2o balloon was implanted. It was further reported that the balloon was explanted due to recurring incontinence and migration of the balloon. A few months ago, the patient started experiencing a small amount of leakage and could feel the balloon where it herniated out of the original placement location. The new balloon was implanted and connected without any issues. The device was functioning as designed. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.